Event description:
The home pt reported a leak in the pt line after first fill. The home pt disconnected and started over with new supplies. The homechoice machine did not alarm. Technical service was contacted and the pt was instructed to contact his nurse. The home pt's nurse did not prescribe any medication, but told the home pt to watch for change in effluent. No pt injury or medical intervention was associated with this report per the home pt's nurse.

Manufacturer narrative:
The sample was discarded by the home patient.